Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed. Analysis found:no device found message and poor recharge quality. Message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt reported that this morning the controller became unresponsive.; pt added that they were able to fully-charge their implant last night. Pt mentioned that they talked to their manufacturer rep today and was told to call patient services to get a replacement. Agent had pt removed the battery and plugged the empty controller to the ac power supply, the ac power adapter had a green light on the box but the controller did not turn on. Pt mentioned that they used aa batteries but still the controller did not turn on. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the controller. Information was received from a patient (pt) regarding an external device. Pt reported that the relay box of the recharging paddle gets really hot while charging; pt added that they were still able to fully-charge their implant last night and the problem on the relay box started a month ago. Pt mentioned that they talked to their manufacturer rep today and was told to call patient services to get a replacement. Pt clarified that the paddle did not get hot, relay box does and that they needed to monitor it while charging. Agent sent request to repair to replace the recharging paddle. Additional information received that patient received the replacement controller and recharger and they charged the replacement controller today but they didn't know how to pair it to the implant. Patient tried to call the rep this morning but they were told to call patient services as the rep was out of town. Agent had patient reset the controller and walked pt through pairing process but pt was stuck at 'checking the recharger' message, even after disconnecting and reconnecting the recharger to the controller. Agent had patient charge the controller and patient saw blinking green light, but the screen was still asking them to connect the recharger. Agent had patient inspect visible damage to the controller port and recharger pins, and clean connections. Patient confirmed no damages. Agent had patient connect the recharger to the controller and patient was able to complete the set-up process. Patient stated that the controller was 100% while the implantable neurostimulator (ins) was recharging 90% with excellent quality. The troubleshooting steps done during the call resolved the issue. During the call, patient mentioned that their recharger was replaced as it was getting really hot. Pt called back and said they have gotten the new controller, as well as new recharger telemetry module (rtm) but controller still won't take a charge. A request was sent to repair dept to replace the ac power cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.